Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be identified and no further issues were noted since the service actions. The provided analyzer alarm and performance data did not indicate an analyzer issue.

Event description:
The customer received a questionable n-terminal pro b-type natriuretic peptide (probnp) result for one patient sample that was not flagged by the analyzer. The result was <50 ng/l and was reported outside the laboratory. The patient has a heart problem and past results were high. (B)(6) 2013: 4091 ng/l (B)(6) 2014:6387 ng/l (B)(6) 2014: 10845 ng/l (B)(6) 2014: 8646 ng/l the doctor ordered a new test for the patient and on (B)(6) 2015 the result was 3238 ng/l. Information concerning if the patient was adversely affected was requested, but was not provided. The probnp reagent lot number was 178048. The expiration date was requested, but was not provided. The field service representative cleaned the gripper and verified it was functioning okay. He adjusted the liquid level detection (lld) signal and adjusted the sample probe, bead mixer, reagent probe and sippers. He performed a system volume check and ran performance testing which was all okay.